Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. Microscope examination was performed, and it was noted that the coil was unraveled close to the bushing section. Dimensional evaluation was performed on the bushing outside diameter, and it was noted to be within specification. A dimensional evaluation was also performed between the hooks of the bushing to further analyze the deployment issue, and both sides a and b were confirmed to be within specification. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in duodenum during a gastroscopy procedure performed on (B)(6) 2021. During the procedure, the clip was tried to reposition; however, it was already grasped and locked onto tissue. The clip was then attempted to be deployed, but the fire part of the deployment would not complete and the clip did not release from catheter. It was noted that stages of deployment were felt; snap and crackle, but no pop was felt. After attempts of wiggling, and opening and closing the device, it broke off the catheter, allowing the staff to remove the original catheter out of the way. The procedure was successfully completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in duodenum during a gastroscopy procedure performed on (B)(6) 2021. During the procedure, the clip was tried to reposition; however, it was already grasped and locked onto tissue. The clip was then attempted to be deployed, but the fire part of the deployment would not complete and the clip did not release from catheter. It was noted that stages of deployment were felt; snap and crackle, but no pop was felt. After attempts of wiggling, and opening and closing the device, it broke off the catheter, allowing the staff to remove the original catheter out of the way. The procedure was successfully completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.